Event description:
Patient underwent a total shoulder replacement surgery using the titan modular shoulder system. In post-surgery consult, the physician stated "surgery went well, bone is good." Before leaving the hospital, the patient felt and stated to the medical staff that the implant felt loose. The patient stated the same to the doctor at first and second post-surgery visits and complained of increasing pain. In 2011, at the 3rd post-surgery visit, the physician agreed to CT the shoulder when it was discovered that the implant spun around, the head had hung up on the glenoid, and the implant was rising out of the humerus. A revision surgery was then performed in 2011 during which the physician used a larger implant and cemented it in place. In post-revision surgery consult, the physician stated "it couldn't be helped the bone is soft." The patient suffered nerve damage, continuous pain, and much more limited range of motion than before the initial surgery. The patient had multiple physical therapy dates until insurance ceased the coverage. The patient continues to see a different physician for the nerve pain. Additional information has been requested.

Manufacturer narrative:
Cross referenced to voluntary report number: (B)(4). It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.